Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had blank display and failed battery. The customer¿s blood glucose level was unknown. The customer reported that they had a low battery alert, replaced the battery but pump did not turn back on and the pump was not responding. The customer troubleshooting was performed and placed a new battery into the pump. Customer stated that the display did return. It was reported that they had failed battery and battery out limit. The customer was advised that if no isopropyl alcohol is available to use an alcohol wipe or dry cotton swab. The customer was advised to allow at least one minute for the battery contacts to dry. The insulin pump will not be returned for analysis.